Event description:
This shower stool has a defective design. It is too wide to it in some tubs/showers so it rocks on opposite legs. In addition the lock that holds the unit together is defective. When lifted and placed it can unlock. Once this is in use, one sits backward on it without being able to see whether it is locked or not so that someone can sit on the collapsing stool breaking a hip, 'coxxyx' or spine. The audience includes seniors; 1/3 of seniors who break a hip will die within a year. This is a dangerous design that needs to be fixed as it will lead to the death of many. Neither (B)(6), nor the company responded to notification of the problem, though (B)(6) credited me for the purchase. FDA safety report ID # (B)(4).